Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, there was insufficient energy and the output beam was observed to be forward firing at 256,299 joules of use. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Device refers to forward-firing of the side-firing surgical fiber.